Event description:
It was reported that pump displayed recurring malfunction alarm identified as malf 12, with at least three occurrences, and no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump shipment, confirmed shipping address, instructed customer to place pump in storage mode and return it within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.